Event description:
Drive medical has rec'd a complaint from a customer, alleging that a pt broke her ribs, due to a drive toilet seat falling from a commode or toilet bowl. Drive medical has made every effort to obtain detailed info on the product and event. However, only limited info has been provided. As of the date hereof and based on the limited info available, drive medical does not believe that this incident was due to product defect. In addition, we are not able to identify the MFR of the product at this time. This MDR report is based on the customer complaint.